Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was a 10-minute delay to the procedure. No reported impact on patient outcome.

Manufacturer narrative:
The software investigation determined that the logs indicated that the user adjusted the merge volume width to a very low value 1 - 80, when it would be expected to be in the range of 800 or more.  A small width value would cause the image to be black. Software appears to be working as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation device being used for an electrode and probe placement procedure. The issue occurred intraoperatively while selecting patient/acquiring scans. It was reported that when going into the split option in stealth merge task one of the images would turn black and they could not see anatomy. The blend functionality worked without issue. It was noted that they were seeing this intermittently. The surgery was completed with navigation and there was no impact on patient outcome.